Event description:
No additional information is available.

Manufacturer narrative:
Manufacturing record review the manufacturing records indicate that the device reported on the complaint was manufactured as intended. Incoming inspection review not applicable - this is a manufactured device, not a purchased device. Service history record not applicable - this device is non-serviceable historical complaint review a review of complaint data indicates 6 historical complaints reporting an alert-201. Of the 6, 4 of them could not be confirmed. Of the 2 complaints confirmed, 1 was due to a balloon failure and the other due to use error. Based on historical investigations, a 201 alert can be caused by less-than-optimal placement, anatomy, and/or cervical sealing by the middle balloon. Visual evaluation the probe was received by the product surveillance team on 31 aug 2023, and subsequently evaluated on 01 sep 2023. It was observed that the product had been shipped on top but not within its original packaging of tyvek sealed petg tray inside of a chipboard box. It was also noted that the product was not shipped with its protective probe tip cap. It could not be concluded whether the device incurred any damage during transit from customer to csi for complain evaluation due to sub-optimal packaging. The probe tip/mesh was covered by blood, and all three balloons were contaminated by blood and human fluids. Additionally, blood was observed inside of the integrity module and lining the outflow tube. The cervical thermocouple (tc) was intact and was pointed in the forward direction. In production, the cervical tc is pointed backwards. The handle of the probe was intact and clean, without visible cracks or damage. The mesh tip was bent and kinked. It could not be determined if this condition was a result of the procedure or due to the shipping configuration. The mesh tip is flexible and can bend. The kinking condition. However, during simulated use the mesh tip was able to be straightened out and there was no indication the device was fractured or broken. The cervical collar remained set at 7, which suggested this procedure was performed on a smaller size uterus. The cervical collar is set based on the depth of the uterus determined via fundus sound to ensure optimal placement of probe tip in the uterus. Functional evaluation balloon leakage testing: all three balloons were inflated at specified pressures. There was no visible leaking, wrinkled wall, or deformations of the anticipated shapes. Test measurement accuracy of cervical thermocouple (tc): to verify that the cervical thermocouple was working effectively, an external, calibrated thermometer was used to verify the accuracy of the tc. Physical evaluation conclusion: the cervical tc readings were consistent with that from the temperature gauge. While stabilizing, the cervical tc readings were correctly tracking the calibrated gauge and the reading difference between the on-probe CT and the calibrated meter is within +/- 0.5 c. Both the probe self-test and the above testing of the cervical tc suggest that the cervical tc is in normal operating condition. The treatment phase was interrupted by an alert 201 roughly 18 seconds into the treatment, and the procedure was halted. An alert 201 occurs after the cervical tc temp exceeded 44 ºc for > 1 second. The probe appeared to function as intended by triggering alert 201 once the cervical tc breached 44 ºc. Additionally, the system immediately cut power as expected when an alert 201 occurs. Around the 18 second mark, the cervical tc hit the threshold of 44oc and alert 201 presented itself. This is an expected response. As expected, when an alert 201 occurs, the power dropped to 0 w as well as the flow to 0 ml/min. All of this is indicative of a poor cervical seal which allowed vapor to escape, resulting in pressure struggling to rise & maintain, and cervical temperature to gradually rise. The system will ensure that the cervical seal is of good quality via an integrity test. The integrity test ensures that the uterine cavity is sealed via monitoring flow rate, ensuring it does not rise above a specified rate within a specified time. However, the quality of the seal could decline after integrity if the user moves the probe once integrity is complete, for example in patency or the treatment phase. Shortly after the 201 alert, around 5 seconds, there was a spike in cervical tc and a drop in middle balloon pressure. The slight decrease in middle balloon pressure indicates that the external pressures from tissue contacting the middle balloon are no longer present; and the rapid increase in cervical tc temperature indicate that the cervical thermocouple suddenly experienced high temperature. These parallel events, indicate that the probe was pulled out almost immediately (~ 5 seconds) after the alert 201 occurred, with the balloons still inflated, which would alleviate the contact pressures of tissue surrounding the middle balloon, and cause the cervical tc to experience high temperature fluid as the seal was broken and able to escape out of the uterine cavity. When an alert 201 occurs, the system alerts the user and indicates the user to deflate the balloons. The user should follow the on-screen prompts to resolve the alert 201. Simulated use testing was unable to be executed. During simulated use, the probe goes through a complete procedure using a silicone model uterus. During execution of simulated use on the returned probe patency could not be passed to enter the treatment state of the test. When the patency step was bypassed, the system encountered a 206-alert indicating high intrauterine pressure. Ultimately, visible blood contamination suggests that the return path was clotted by denatured blood or protein rich fluid remaining in the return path after clinical application, leading to the inability to pass patency and the encounter of a 206 alert during simulated use. Investigators attempted to clear the obstruction of the outflow tube, but to no avail. Conclusion: the thorough review of the physical probe, manufacturing information, simulated use, and telemetry indicates that the mara water vapor ablation system was manufactured and functioned as intended. As described by the sales rep, the clinician made a slight adjustment of placement to pass patency. Based on the telemetry, it is more likely than not that the slight adjustment of placement is what led to the loss of integrity in the cervical canal. Vapor leaking through middle balloon seal should be a low flow leakage. The operator may or may not see the leaking steam, but it is apparent via telemetry that intrauterine pressure failed to increase to treatment pressure. The probe should not be moved during the procedural steps. Per the IFU and on-screen instructions of the console, if patency fails, the operator can either re-test or deflate, reposition, and re-test the probe. By the clinician moving the probe during patency, integrity was more likely than not compromised and led to this alert 201 occurring. Furthermore, the reported second degree burns in labia, vaginal vault, and urethra were likely caused by vapor residue contained inside the probe when the probe was pulled out prematurely. This is evident by the exponential increase in temperature at the cervical thermocouple coinciding with a reduction in balloon pressures at approximately 5 seconds after the alert 201 occurred and procedure was stopped. When terminating a treatment for flushing and/or treatment phases, the operator should always follow the console lcd prompts. The root cause of the alert 201 occurring, and subsequent reported burns is user error.

Manufacturer narrative:
The device has been returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was to undergo a mara ablation procedure on (B)(6) 2023. An integrity test was performed successfully. An adjustment was made, then a device lumen patency test was completed successfully. Within seconds of the saline flush, the patient experienced pain and thermal discomfort. Ablation was not started. Procedure immediately halted and probe removed. Doctor and nurse noted 2nd degree burns located on both sides of labia, vaginal vault, and urethra. Patient treated for burns at the clinic and I&o catheter done to remove urine due to burn to the urethra. The doctor put lidocaine & triple antibiotic on telfa dressing, as well as silvadene ointment. Prescribed norco for home. Patient follow up on (B)(6) 2023 in the clinic, reports that "she is ok, and should heal up just fine within 4-6 weeks." Follow--up attempts were made with no additional information provided. Ddk-16-050 mara probe 2023-08-0000600.